Event description:
It was reported to medtronic minimed that the customer experienced dose log inaccuracy and difficulty in retracting the screw. The customer reported no adverse event. The event involved product(s) mmt-105nnpkna. Troubleshooting was performed for dose log inaccuracy, and the customer reported that the intended dose amount and the dose amount recorded in the inpen app was greater than 1.0 units. Troubleshooting was performed for screw movement issue and the customer reported that the screw was not moving as intended. No harm requiring medical intervention was reported. Mmt-105nnpkna was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No physical damage to cartridge holder or inpen front and back shell was noted. Cartridge holder locks properly in place. The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 13u, 13u, 13u, 13u, 13u, 13u, 13u, 13u, 13u, 13u. Inpen failed displacement dose accuracy. Inpen passed dialing alignment using dose knob zero alignment gage. Inpen passed front cap investigation. Performed battery investigation and measured 3.058v. Performed electrical investigation. Encoder contacts were soldered and probed to oscilloscope. While attempting to transmit a signal, the scope displayed irregular/inconsistent pulses. During deconstructive analysis, corroded battery and flex pcba causing an intermittent electrical short. In conclusion: inpen did not transmit accurate doses during testing. Therefore, dose log inaccuracy was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.